Event description:
It was reported that a trial lead shifted during the trial and the manufacturer¿s representative (rep) had to have the patient switch to another group. It seemed like an inconvenience for the patient to have to switch the groups so the rep. Thought a primary cell battery would work best. Longevity calculations were requested based on various settings. Additional information received from the rep. Stated that it was unclear if the lead moved. After the patient switched to group b on (B)(6) 2014 the patient stated he felt the stimulation covered his area of pain more. After further discussion with the patient it was unclear whether he had the initial group up strong enough to tell whether or not the stimulation was covering his area of pain. After the patient did some physical activity he said he had at least 70% relief, and there was a 50% or greater symptom reduction. The patient was moving forward with a permanent implant due to a successful trial.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).